Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
This report is filed because the clip detached from one leaflet but remained attached to the other leaflet; dyspnea and increased mitral regurgitation occurred. It was reported that on (B)(6) 2017, two mitraclips (lot# 70817u250 and lot# 70530u128) were implanted reducing functional mitral regurgitation (mr) from grade 4 to 2 without issue. On an unspecified date, the patient was hospitalized for increased mr grade 4 and dyspnea. Echocardiogram was performed and showed the central implanted mitraclip had detached from the anterior leaflet while remaining attached to the posterior 2 (p2) leaflet (single leaflet device attachment -slda). The lot number of the slda clip could not be identified. On (B)(6) 2018, two additional mitraclips were implanted as treatment. One mitraclip was implanted on the medial p3 and anterior 3 (a3) leaflets and another mitraclip was implanted on the lateral p1 and a1 leaflets, reducing the mr to grade 2. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Since it could not be confirmed which of the two clips experienced the single leaflet device attachment [slda]; the lot history record review is provided for both clips. The results are as follows: part / lot / serial number (s/n): (B)(4), date of manufacture: 18-aug-2017, expiration date: 18-aug-2018; part / lot / serial number (s/n): (B)(4), date of manufacture: 31-may-2017, expiration date: 31-may-2018. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is most likely due to procedural circumstances; however, it cannot be confirmed. The reported patient effect of mitral regurgitation (mr) is due to slda and the reported dyspnea is a symptom of mr and slda. There is no indication of product quality issue with respect to manufacture, design or.